Manufacturer narrative:
The account ordered new casters and are going to replace to resolve the issue. A f/u report will be sent once the customer discloses their investigation.

Event description:
Info rec'd indicated the casters swivel while the brakes are set.